Event description:
It was reported that the bd alaris¿ smartsite¿ texium¿ secondary set tubing broke 4 times. There was no report of user impact. The following information was provided by the initial reporter: "we had 4 treatments today that the tubing broke."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 22-dec-2021. H.6. Investigation: multiple new secondary sets were submitted for quality investigation. The customer complaint of component damage ¿ no leak was verified by investigation. The unused samples packaging was first examined to determine if there was any damage to the packaging that might have caused the issue reported. There was no issues found with the packaging. The samples were then opened and examined for component damages. There were no noticeable issues identified by visual inspection. A slight force was then applied to test the bond strength of the tubing to the drip chamber. Several samples tubing separated from the drip chamber without much force applied.¿ a device history record review for model 10013364t lot number 21069693 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint was found to potentially caused an incorrect joint between the tubing and drip chamber, missing or less solvent in the joint between the tubing and drip chamber, error in solvent dispenser preparation, a solvent dispenser malfunction, an error in the amount of solvent dispensed due to an insufficient dispensing screw depth or that the assembly line was overloaded. A trend for the misassembly issue has been identified for this product line. We have funded a project, CAPA#3974230, to examine how to further increase the robustness of the product and prevent future occurrences of this type. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of component damage - no leak with lot #21069693 regarding item #10013364t.

Event description:
It was reported that the bd alaris¿ smartsite¿ texium¿ secondary set tubing broke 4 times. There was no report of user impact. The following information was provided by the initial reporter: "we had 4 treatments today that the tubing broke."